Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was reported that the patient¿s generator was removed due to infection. The hospital disposed of the explanted generator. Device history record for the implanted generator and lead were reviewed and both devices were hp sterilized prior to distribution. No additional relevant information has been received to date.

Manufacturer narrative:
Conclusions, corrected information; initial MDR inadvertently reported incorrect conclusion code.